Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implant, the patient's implantable cardioverter defibrillator (ICD) system was removed due to infection. The organism was identified as bacteremia. No further patient complications have been reported as a result of this event.